Manufacturer narrative:
Customer reported precision is above 10% on the aia-900 on e2. Fields service engineer confirmed the e2 precision issue by viewing the customer results on a sample that they had already ran but it was only ran 6 times. Fse checked both wash probes for purging and suction, and the sample nozzle. There was no issue observed with the probes and found no serum buildup on sample nozzle. Fse shook up both wash and diluent reagent bottles on instrument, then calibrated #tt3 and ran precision with mac controls for #tt3 level 1 %cv was 1.517, level 2 % cv was 2.849 and level 3 %cv was 1.956. Ran mac controls e2 precision for level 1 and %cv was 7.411 and level 2 %cv was 2.956. Then ran e2 precision on biorad lot # 27111 level 1 %cv was 4.145. All precision results were within the established range. Instrument returned to operational status.

Event description:
Customer called to report the precision is well above 10% on the aia-900. Customer is questioning all results and is requesting onsite service for ongoing control and precision issues. Fse dispatched.